Event description:
The reporter stated that during the same surgical procedure the screw was implanted and explanted by the doctor as he selected the wrong size. He backed it out and chose another size that was implanted. It was a doctor error. There was no report of harm to the pt.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.